Event description:
Patient's daughter reported right side "deflation, and swelling". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crease smooth opening assessed to a fold flaw opening. Edema: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. White particles inside of the device.

Event description:
Patient's daughter reported right side "deflation, and swelling." Device has been explanted and replaced.